Event description:
Procedure type: pelvic organ prolapse. According to the reporter: the pt has experienced vaginal scarring, pelvic pain, urinary frequency, urinary incontinence, painful intercourse, vaginal pain, and urinary tract infection. The pt has retained ivs-02 material. The pt had a repair surgery in (B)(6) 2012, since then the pt's condition has improved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. According to the reporter: reason for mesh implantation: pelvic relaxation with symptomatic vaginal vault prolapse, cystocele and large rectocele complications post implant: (B)(6) 2008: laparoscopic lysis of oophorectomy right- in vaginastricture at apex of vagina that causes same pain with intercourse, tenderness on right side of pelvis. Vaginal pain, dyspareunia. Mesh revision (ivs tunneller) surgery: (B)(6) 2012 ¿ underwent excision of vaginal vault mesh for dyspareunia under general anesthesia the patient has experienced vaginal scarring, pelvic pain, urinary frequency, urinary incontinence, painful intercourse, vaginal pain, and urinary tract infection.